Manufacturer narrative:
After battery installation, the device was unable to turn on. It was overheating, and the display was blank. Upon further review of the interior of the unit, one of the battery wires detached from the power board. The exposed end was touching a part on the main board creating a short. Unable to perform functional tests including displacement, sleep current measurement, and active current measurement tests due to the detached wire. The s/n label located between the belt clip rails is slightly worn down but still legible. On the other hand, there is a crack on the center (enter) keypad button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose level was unknown at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.